Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this stock device was exhibiting tones. An interrogation confirmed the unit had been programmed out of storage mode and was annunciating due to a high impedance fault code. It was recommended the unit be returned due to an inability to confirm acceptable implant status. No patient involvement and the device is to be sent back for testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of device memory found that the unit had been taken out of storage mode prior to the attempted implant and as no lead was attached, an impedance fault was then detected. This action will cause the device to beep excessively, resulting in a premature battery depletion. Analysis testing was able to determine root cause of the tones and the resulting battery depletion. No further analysis was required.

Event description:
Subsequently, the device was returned and analysis conducted.